Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia customer¿s blood glucose level was 3000 mg/dl. The customer was neither in emergency room, nor admitted into hospital as a result of high blood glucose. The customer stated that they had multiple pump error alarm. The customer stated that self test was performed for the pump error and they were able to clear the alarm and complete the rewind .the customer declined the troubleshoot for the high blood glucose but the troubleshooting was performed for the pump error. The customer treated for high blood glucose with the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's blood glucose level was (B)(4) mg/dl.